Event description:
Pt had swan-ganz catheter inserted without difficulty. Four days later pt had wedge pressure taken. Immediately following this, the pt experienced immediate bright red blood from ett with bradycardia. Pt was coded and expired. Pt was on ventilator at time of event.